Event description:
On (B)(6) 2010, pt reported she had completed the change of the cartridge process and was attempting to prime when she accidentally enter the change the cartridge menu again. Pt requested assistance exiting the "please remove the cartridge" screen. Assisted pt with backing out of that screen. Pt stated when she attempted to prime, the e10 (cartridge error) alert displayed on the infusion device. Pt reported that the e10 alert occurred earlier today and she change the battery. Had pt replaced the battery and rewind the piston rod. Pt stated the infusion device emitted a "knocking noise" that was not a normal sound. Educated pt on the proper battery to use in the infusion device. Had pt install a different battery into the infusion device and rewind the piston rod; there was a "thumping noise" which progressively got louder and then the e2 (battery depleted) error displayed. Had pt switch to backup infusion device. Pt will purchase will purchase new batteries for infusion device. Educated pt on how often to change the batter cover. On follow up call on (B)(6) 2010 pt reported she tried new batteries, but the problem persisted. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.